Manufacturer narrative:
The hill-rom technician found all four casters not holding, most likely due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced all four casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brake casters are not holding. The bed was at a (B)(6) not in use. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).